Manufacturer narrative:
The centrimag is captured under MFR# 2916596-2019-04241. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient expired on (B)(6) 2019 due to an intracranial hemorrhage. The patient had been exchanged from another manufacturer¿s device to an hm3. During the exchange, rvad support was needed and a cmag was also implanted. The center reported that both the hm3 and the cmag functioned as intended. The reported event was not considered to be device related. Multiple requests for product return were issued to the customer but the pump has not been received. Should the device become available, this file may be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient expired due to intracranial hemorrhage. The patient was originally on another manufacturer's device before requiring an exchange due to device failure. In order to exchange the heartware device for the heartmate 3, the patient required rvad support from the centrimag but once the exchange was complete the patient could not come off of the rvad support and expired while on both the centrimag and the heartmate 3.